Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a high, out-of-range impedance measurement on the right ventricular (rv) lead associated with this pacemaker triggered a lead safety switch on the device. Reproducible noise was noted on the rv channel with some oversensing occurring; no pacing inhibition of over two seconds took place. Boston scientific technical services (ts) suggested troubleshooting options and discussed options for programming optimization. The patient is rarely paced; the physician initially elected to continue monitoring the system after programming back to bipolar sensing. However, the rv lead was later explanted and replaced after a lead fracture was confirmed. No adverse patient effects were reported. This device remains in service.